Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Evaluation summary it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan

Event description:
Before use ,during inspection, the user found that the bending rubber was leaking. Then the user changed other scope to finish the procedure. There was no report of patient harm.